Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's sensor board was replaced to address a "service required" alarm condition. The sensor board was not replaced. Additional review of the device determined the "service required" alarm condition could not be duplicated and the issue was found to be due to external factors.